Manufacturer narrative:
Correction to sections h2 and h3 for device evaluation.

Event description:
It was reported that they patient received and alert that their bolus was not delivered. The patient's blood glucose level was reported to be 148 mg/dl. Patient had been wearing the pod, on their abdomen 4 and 24 hours. Patient reported being a new omnipod user and required additional training. As treatment, patient was going to use manual insulin injections, until replacement pods arrived.

Manufacturer narrative:
The correlation to action # (B)(4) could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action # (B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.